Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the lock-up issue. Physio replaced the programmed system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system control pcb at the failure analysis center and determined the root cause of the malfunction to be a heat sensitive chip, u18. There was no failure found with the user interface assembly.

Event description:
It was reported that the device would lock up and fail to complete the boot cycle. The device had a service indication and several fault codes logged in the memory. There was no pt use associated with the reported event.